Manufacturer narrative:
This report is submitted on august 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and vertigo with device use. Subsequently the patient was administered oral antibiotics and steroids (date and duration not reported). The implanted device remains.